Event description:
Same as mfg#: 2134265-2010-02153 and 2134265-2010-02041. It was reported that during a rotational atherectomy procedure, removal difficulties and a vessel dissection occurred. The physician was ablating a lesion in an unspecified vessel with a 1.25mm rotablator rotalink bur. During removal of the bur in dynaglide mode, the system "coughed" and became intermittent, causing an inability to remove the bur. The physician unsuccessfully attempted pressing and clutching the dynaglide foot pedal of the rotablator console to get the system to work. The physician then "yanked" the bur out of the vessel with difficulty and a dissection occurred. The physician deployed an unknown stent to treat the dissection. Patient status is reported as "great". Additional information has been requested, but has not been received.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B) (4).

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluation: the foot pedal was tested with the returned complaint console using a rotalink 1.75mm burr. The foot pedal functioned properly and did not exhibit any tendency to stall. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same as mfg#: 2134265-2010-02153 and 2134265-2010-02041. It was reported that during a rotational atherectomy procedure, removal difficulties and a vessel dissection occurred. The physician was ablating a lesion in an unspecified vessel with a 1.25mm rotablator rotalink burr. During removal of the burr in dynaglide mode the system "coughed" and became intermittent causing an inability to remove the burr. The physician unsuccessfully attempted pressing and clutching the dynaglide foot pedal of the rotablator console to get the system to work. The physician then "yanked" the burr out of the vessel with difficulty and a dissection occurred. The physician deployed an unknown stent to treat the dissection. Patient status is reported as "great". Additional information has been requested, but has not been received.